Manufacturer narrative:
(B)(4) follow up emdr for device evaluation flash access tip: the provided samples were thoroughly inspected by our quality engineer team for the reported defects with the access dilator. Through evaluation of the photos and physical samples returned, excess pieces of plastic on the end of several of the access dilators was observed, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for reported lot 0001350386 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified that general wear on the manufacturing equipment can contribute to the excess plastic that was observed. Product undergoes inspections throughout manufacturing, any product identified during these inspections to have excess pieces of plastic on the access dilator undergoes a process to remove these pieces. When reviewing our process, we identified an opportunity to improve consistent identification of the excess pieces of plastic to ensure they undergo the proper de-flashing process. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. Complaints received for this device and defect will continue to be monitored by our quality team for future occurrence. H3 other text : see manufacturer narrative.

Event description:
Per customer: current pictures from 2021/01/01: photo shows flashes/sharp edges on access tip.

Manufacturer narrative:
(B)(4). (Event (B)(6) 2021) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Per customer: current pictures from (B)(6) 2021: photo shows flashes/sharp edges on access tip.